Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a small volume folfusor was detached from the body. This issue was discovered prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the device was manufactured from november 18, 2021 - november 19, 2021. H10: the actual device was received for evaluation. A visual inspection performed using the naked eye noted the tubing had been completely separated from the solvent-bonded area of the stressmember. Examination of the tubing under a microscope identified no solvent on the tubing. The reported condition was verified. The cause of the condition was due to manufacturing assembly error. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.